Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
On (B)(6) 2015, a manufacturer representative (rep) reported on behalf of a patient that the patient had fallen and pulled a shelf directly over the implantable neurostimulator (ins). Since the fall, the patient reported shocking at the pocket site and an increase in amplitude. However, when the patient checked the amplitude with the patient programmer, the amplitude was at the initial setting. It had not increased. Impedance readings were taken, ranging from 538 to 1135 ohms, which did not look troublesome. The patient did not experience the symptoms when the ins was off. The rep was able to palpate the area and recreate the sensation. The issue was not related to positional movement. The related medical history included non-malignant pain. Additional information was received on (B)(6) 2015 from the rep, stating that reprogramming did not help and the physician had taken x-rays of the pocket that revealed nothing. The physician wanted to wait a couple weeks to see if the issue got better. The issue had not resolved.

Manufacturer narrative:
The following patient code applies in addition to the previously-reported codes (B)(4).

Event description:
Additional information received reported the ins and leads were explanted and replaced with MRI safe devices. The patient outcome was alive with no injury.